Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No. Did the needle fall into the patient? No. Lot no. 1021 is not available in our system, could you please confirm the lot number? V1021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on 1/1/2022 and suture was used. The needle broke immediately while stretching the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/17/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 ¿ conforming device additional h3 investigation summary: complaint sample: complaint sample not received for investigation retain sample analysis: five retain samples of each needle were retrieved for analysis. The needle retain samples were visually inspected for physical appearance, curvature, point, length etc, and checked for attribute defects such as bend, cracked barrel, fins, pits, burs, spots and found satisfactory and results were found to be meeting specification requirement. No defects were observed in the retain sample. The above analysis shows that there was no issue related to processing of the lot. All the values are within the limits.